Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a persistent pocket stimulation was observed. Multiple vectors and outputs were attempted but the issue continued. The device was reprogrammed to rv only pacing. An x-ray will be scheduled. The device remains implanted.